Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an ap40 centrifugal pump, it was reported that while connecting the pre-primed circuit, the connection between the centrifugal pump head and the venous drainage tubing fractured. The physician was informed, and the centrifugal pump was replaced, after which it functioned normally. The device was replaced to complete the procedure. The issue caused an interruption to the treatment, resulting in untimely oxygen supply to the patient's brain, which seriously delayed the patient's condition. Medtronic received additional information regarding the patient's physiological status at the time: body temperature 36°c; respiration 0 breaths/min; pulse 0 beats/min; blood pressure 0/0 mmhg; peripheral oxygen saturation 30%.